Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. There was a circle on the screen. The insulin pump had not been dropped or bumped. They performed the self-test and the circle was still showing on the screen. The customer¿s blood glucose level was 7.8 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained serial number label and stained end cap sticker.